Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic and device dependent. The lead was capped and replaced on (B)(6) 2019. The patient was stable during and after the procedure.

Manufacturer narrative:
A partial lead with the distal segment of the lead measuring 48.0 cm was returned for analysis. External insulation abrasion, breaching outer insulation and exposing outer coil, consistent with lead friction to can was noted at 41.0 cm to 41.4 cm from the distal tip. This is consistent with the observation from the field of noise.